Event description:
Pump #1 was reported to overinfuse. A 500ml bag containing 20 gms magnesium sulfate was set to infuse at a rate of 37 ml/hr. In 2 hours and 50 minutes, the pt received approximately 350-400ml. The pt was experiencing shortness of breath and was given an unknown amount of calcium gluconate to counteract the effects of the overinfusion of the medication. No pt injury resulted.